Event description:
It was reported that the pt underwent a posterior lumbar fusion at l2-5. It was reported that the setscrews would not seat properly in the bone screw. The bone screw was removed and a sizeable chip was missing from the screw. No add'l pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.